Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Procedure: open extended right hemicolectomy. Incident description: patient was operated on wednesday, (B)(6) 2018, with the eb040 during an evaluation of the voyant at this account. Another surgeon than the one that operated on this patient, informed the sales representative that the patient came back on friday, (B)(6) 2018, with bleeding. Description on cer form: the patient had an open extended right hemi colectomy procedure on wed (B)(6). On mon (B)(6), surgeon 1 was in to support a gynaecology voyant case when surgeon 2, another colorectal surgeon when she informed him that the patient came back into theatre on fri (B)(6) due to internal bleeding. Surgeon 2 stated that they thought it was venous bleeding near right ilia fossa. CT scan showed that there was bleeding but when surgeon 2 did the laparotomy there was no visible bleeding. Blood loss was approximately 2 litres. Surgeon 2 answered the question "did a patient injury or illness occured associated with the complaint event" she stated yes as the patient needed blood transfusion. Additional information received 31jul2018: I cannot say for sure whether voyant was used on the venous vessel¿s near the right ilia fossa, this was as it was difficult to see when it is an open case. However the only two energy modalities he used was eb040 and finger switch diathermy. The procedure was a extended right hemi colectomy due to the location of this specimen/procedure I presume he did use voyant when working near these vessels. During the case eb040 was activated 25 times, with 3 cleans and 3 double seals and 1 error alarm, which was due to surgeon 1 taking his finger off of the activation button to early. The case was a very quick case taking 1 hour 15 mins. Unfortunately I did not get the chance to speak with surgeon 1 at length before the case as he was not present and came in after his registrar had started the case. This is as much information as I have and I hope this helps. Intervention: blood transfusion, no bleeding found during laparotomy. Patient status: bleeding, patient ok.

Event description:
Procedure: open extended right hemicolectomy incident description: patient was operated on wednesday on (B)(6) 2018 with the eb040 during an evaluation of the voyant at this account. Another surgeon than the one that operated on this patient, informed the sales representative that the patient came back on friday on (B)(6) 2018 with bleeding. Description on cer form: the patient had an open extended right hemi colectomy procedure on wed 25th july. On mon 30th july, surgeon 1 was in to support a gynaecology voyant case when surgeon 2, another colorectal surgeon when she informed him that the patient came back into theatre on fri 27th july due to internal bleeding. Surgeon 2 stated that they thought it was venous bleeding near right ilia fossa. CT scan showed that there was bleeding but when surgeon 2 did the laparotomy there was no visible bleeding. Blood loss was approximately 2 litres. Surgeon 2 answered the question "did a patient injury or illnesness occured associated with the complaint event" she stated yes as the patient needed blood transfusion. Additional information received 31jul2018: I cannot say for sure whether voyant was used on the venous vessel¿s near the right ilia fossa, this was as it was difficult to see when it is an open case. However the only two energy modalities he used was eb040 and finger switch diathermy. The procedure was a extended right hemi colectomy due to the location of this specimen/procedure I presume he did use voyant when working near these vessels. During the case (B)(4) was activated 25 times, with 3 cleans and 3 double seals and 1 error alarm, which was due to surgeon 1 taking his finger off of the activation button to early. The case was a very quick case taking 1 hour 15 mins. Unfortunately I did not get the chance to speak with surgeon 1 at length before the case as he was not present and came in after his registrar had started the case. This is as much information as I have and I hope this helps. Intervention: blood transfusion, no bleeding found during laparotomy. Patient status: bleeding, patient ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.